Manufacturer narrative:
Review of the device history record confirms that the pump was tested and met its specifications at the time it was shipped from animas. The analysis of the pump confirms breaking off of the wire around the soldering joint which can result in alarm failure. No indication of a pump malfunction that would cause a non-delivery of insulin as prescribed.

Event description:
User reports no audible sound from pump..